Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced high blood glucose (bg) levels of (500 mg/dl). The customer delivered a manual injection to manage bg level. During troubleshooting with tandem technical support (cts), the customer reported had changed out the cartridge every three days. The customer was advised that humalog has only been tested for up to forty eight hours. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.